Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed and observed that the delivery wire and introducer sheath were not returned for this complaint and the returned coil was severely stretched along its body. Microscopic inspection was performed on the main coil, zap tip, and the interlocking arm. No anomalies were noted on the zap tip. The interlocking arm was found to be detached and missing from the rest of the coil. Dimensional inspection of the main coil, fiber bundles (distal and proximal) and outer diameter (od) of the zap tip and primary coil were performed and were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 13-apr-2018. It was reported that a coil premature detachment occurred. The target lesion was located in the severely tortuous and mildly calcified internal iliac artery. During introduction, a bsc imager catheter was used to deliver the 8mmx40cm interlock¿-35 coil. However, the interlocking arm of the coil prematurely detached/unlocked from the interlocking arm of the pusher wire during coil delivery. This occurred within the catheter. No portion of the coil protruded from the catheter's tip upon removal and the coil was simply pulled out of the patient. The procedure was completed with another of the same device. No patient complications were reported. The patient condition after the procedure was good. However, device analysis revealed a missing interlocking arm of the coil.